Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up with a high blood glucose level of 500 mg/dl. Her blood glucose level was 180 mg/dl at 2:00 a.m. She treated with insulin shots and went to bed but woke up with an even higher blood glucose level. The product was not returned. Nothing further to report.